Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is user error. The supplier¿s evaluation of the ar-6480 console (batch: 30644042) identified no issues with the unit. The complaint allegation could not be confirmed because the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, a sales representative reported via sems (B)(4) that an ar-6480 dw arthroscopy pump was not switching from cannula outflow to shaver outflow when the shaver was activated during a shoulder arthroscopy with rotator cuff repair. Arthrex tubing was used, and the pump settings were standard, probably 35ml/min. The pump was used to complete the case, and no patient was affected.